Event description:
It was reported that there was a leak in the pneumatic hose of the maestro drill. No additional info was provided by the user facility.

Manufacturer narrative:
Device investigation was performed and a hole in the pneumatic hose was observed.